Event description:
A malfunction alarm was reported on a pump, with no notable events preceding it. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions and assisted with the reset, which successfully resolved the issue, as the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared.